Manufacturer narrative:
(B)(4). Additional concomitant medical products: bi-metric/x por nc 15x155, lot #722310, item# (B)(4); m2a-magnum 52-60mm tpr ins std, lot#010290, item# (B)(4); m2a-magnum mod hd sz 52mm, lot#433420, item# (B)(4). Remains implanted. The reported event is confirmed. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. X-ray review identified no hardware failure. The medical record review identified that the patient's left leg appeared shorter. The notes also confirmed pain and audible noise. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00303, 0001825034-2018-00302.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty and experienced pain six years post operation. No additional patient consequences were reported. Based on the information available at this time, the device that caused or contributed to this event could not be determined by the physician; therefore, all devices are being reported.